Event description:
It was reported that alert notification occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and the battery status test failed. An alarm/alert manual test was performed and passed. An internal visual inspection was performed and failed due to water damage. Pictures were taken. The speaker and vibrator resistances were measured and passed. The performance data was evaluated. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.